Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported "ventilator inoperable (vent inop), voltage fault bad calibration exhalation, bad calibration flow control valve, bad identification inspiratory flow sensor, bad identification expiratory flow sensor." Carefusion determined the problem could be a communication issue. The customer was instructed to check all connections on the gas delivery engine (gde). The customer reported no patient involvement or allegation of patient harm.